Event description:
A customer reported that the pump battery would not charge, despite attempting to use different wall outlets, adapters, and charging cables. There was no adverse impact to the customer¿s blood glucose level as it remained within a safe range. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy until the replacement arrived. The customer was instructed to put the pump into storage mode and return it using a pre-paid label.